Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat pop & sui on (B)(6) 2010 and mesh were implanted. It is reported that the patient underwent a mesh removal surgery on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted, concurrently with a rectocele repair, vaginal extraperitoneal colpopexy, and cystoscopy due to rectocele, vaginal vault prolapse post-hysterectomy, weakened rectovaginal fascia. It was reported that following insertion the patient experienced infection, urinary problems, dyspareunia and vaginal scarring. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced utis, incontinence and bowel problems.